Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission showed episodes of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient was asymptomatic. Programming changes were recommended and the physician elected not to make any changes at this time. The patient will be monitored with routine follow-up.